Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode that appears to be a false event due to electromagnetic interference over sensing at the same time the patient was having a spine surgery. There was also an allegation of MRI mode not able to be programmed but this situation is being documented in another complaint. The ICD has been reprogrammed at this time and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.